Event description:
The customer reported that after clearing an error banner, there was no audio at the central station.the device was in use on a patient. There was no report of patient or user harm.